Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument had a clip application issue. The instrument was not clipping and did not squeeze the clip all the way. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the doctor initially thought that it was the hem-o-lok clip applier instrument but in fact it was the patient anatomy. Patient's common bile duct was so inflamed, dense and very large that the clip was just too small. There was nothing wrong with the clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed and found to have an input disks broken. Input disk #6 was found broken into pieces inside of the housing. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.